Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the device's hose "separated from motor." This event occurred during surgery. It was reported that there were no injuries related to this event. There was no additional information provided.